Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited far r oversensing. No programming changes were performed. The patient was in stable condition.

Event description:
New information received noted that programming changes were performed. The patient was in stable condition.